Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting with the customer identified that excessive self-testing of the AED had significantly reduced the battery's life expectancy resulting ion the AED not powering on. Customer service guided the customer through the installation of a new battery and the execution of a manual self-test. Following these steps, the AED was found to be functioning as intended and remained in service. As a follow-up, customer service reviewed proper maintenance procedures with the customer to help prevent recurrence.